Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation:device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2022. Visual analysis of the photographs identified: apparently the unit is broken and has red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, opening and wear abrasion. A microscopic analysis was performed which identify, opening sharp in the radius. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a opening sharp in the radius side assessed, as unidentified (tear) opening.

Event description:
Physician reported, a left side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced with a non-allergan device. Explanted device was discarded.